Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas valve (ID 828803pl) failed while implanted needed to be replaced. No additional information has been received.

Manufacturer narrative:
The certas valve (ID (B)(6) was returned for evaluation. Device history record (DHR) - no anomalies failure analysis - the position of the cam when valve was received was at setting 7. The valve was visually inspected; a needle hole in the needle chamber was noted. The valve was hydrated. The valve was leak tested and no leaks noted. The valve passed the test for programming, occlusion, reflux and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root causes for the issue ¿the valve failed while in patient¿ reported by the customer could have been due to, biological debris and protein build up interfering with the valve mechanism, but at the time of investigation no functional issues were noted with the valve. Additional information received: implantation date (B)(6) 2022, explant (B)(6) 2022 patient was readmitted with symptoms.